Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-03664 and 3006705815-2023-03665. It was reported that the leads had migrated, which resulted in one lead pulling out of the ipg header. The physician was unsure if the ipg had fluid in the header. As such, the leads and ipg were explanted and replaced to address the issue.